Event description:
It was reported that the patient was seen in the hospital due to rash all over the body and it was found out that the patient had nickel allergy. The pacemaker device and lead were implanted couple of weeks ago and it was confirmed that this lead had nickel in the helix. Subsequently, this lead was explanted. No additional patient adverse effects were reported. The lead is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.